Event description:
Routine complaint investigation when a consumer reported a capillary reading of 97 mg/dl on their relion blood glucose monitor when compared to a laboratory venous sample of 250mg/dl. The values, when plotted on a parkes error grid fall in to the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.